Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome. The target refraction was -0.25, but was -1.25 postoperatively. He also reported he plans to exchange the iol for a different power lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/31/2012, 02/09/2012, and 02/17/2011 by mail, fax, and phone. A completed questionnaire has not been received. (B)(4).